Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm, a motor position encoder error alarm, and several cracks on the casing. The customer's blood glucose level was unknown, but stated their readings have been high lately. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a faulty component at the interface board. Unable to perform the displacement test or verify other error alarms in the alarm history screen due to the constant motor error alarms. The motor was tested outside of the device and passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked reservoir tube, a cracked belt clip slot and minor scratches on the lcd window.